Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-06228. It was reported the pt is experiencing pocket heating while recharging the ipg. The pt is also experiencing pain and discomfort at the ipg site. The pt was sent a belt and pouch to use for recharging the ipg. No further info is available at this time. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.